Event description:
It was reported by the patient that he underwent an inguinal hernia repair on (B)(6) 2008 and suture was used for fixation of bard mesh and skin closure. Following procedure, the patient experienced abdominal pain, difficulty in ejaculation, swollen testicles and variceles. The patient has been treated with pain medication. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.